Event description:
Follow up information received indicated that impedances of >4000 ohms were measured on the electrode combination of #2 and 3. The patient was reprogrammed on (B)(6) 2011 to electrode #2 negative and case positive (impedance of 342 ohms). The results of the reprogramming were reported as "to be determined". If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had their implantable neurostimulator replaced and had not seen physician since [two and half years], due to being sick. When the patient had stimulation on they felt stimulation, but did not have symptom relief. When the patient saw their hcp [(B)(6)2011] they were told that they had a "bad lead." Another lead was programmed to 0v. No further information on the patient's status was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: na.